Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was for the last month or so the patient has been at the highest level of stimulation and they are getting no response and the device is not doing anything. Patient stated they are still having the same problems as before the device was implanted. Patient mentioned that his wife was rubbing his back the other night and they noticed that the battery in his back is not supposed to move but it is. The patient was redirected to their healthcare provider to further address the issue.